Event description:
Edwards received information that this 23mm bioprosthetic valve was explanted due to stenosis of the bioprosthesis after an implant duration of six (6) years, two (2) months. Patent was implanted with a 21mm bioprosthesis. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device evaluation confirmed the reported stenosis as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation summary: as received, heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflets 1 and 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Hematoma was observed on all three leaflets on the outflow aspect. Incidental findings: the x-ray demonstrated calcification, commissure 3 wireform distorted. Approx 90% of the sewing ring was cut and approx 90% of the wireform circumference was exposed on the inflow aspect. These damages are most likely due to explant or implant.